Event description:
Patient presented to physician with redness and drainage. Physician determined there was no infection and that the patient had a seroma. The physician aspirated the site and flushed the ipg pocket with saline, resolving the issue.